Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: the pump history shows a temp basal program being run on 2016-02-08 from 06:24 until 20:30 and a temp basal on 2016-02-09 09:31 until 09:52. The tdd history and basal history adds up correctly to the current basal segment programmed by the user. The pump was programmed with a 1.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.